Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mako tha was performed for a patient with right oa. After post-operative cleaning, it was reported that the screw of the offset cup reamer handle had been come off while the screw was found easily.